Manufacturer narrative:
Additional information: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and exchanged with a longer lens of similar model. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and clear residue on lens. (B)(4).